Manufacturer narrative:
(B)(4) device evaluation indicated that the device passed all tests performed. The complaints were not confirmed. Upon receipt, the device measured 3.33vdc, and was subsequently charged to 3.98 vdc in one charge cycle. This verified the device is capable of being fully charged with a proper charging method. Device passed the telemetry test. There were no occurrence of abnormal resets during testing. The device passed the required tests and exhibits normal device characteristics.

Event description:
A report was received that then patient was experiencing difficulty charging the ipg. The bsn sales representative came out to interrogate the battery and notices a malfunction in it. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (B)(4).

Event description:
A report was received that then patient was experiencing difficulty charging the ipg. The bsn sales representative came out to interrogate the battery and notices a malfunction in it. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that then patient was experiencing difficulty charging the ipg. The bsn sales representative came out to interrogate the battery and notices a malfunction in it. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure.

Event description:
A report was received that then patient was experiencing difficulty charging the ipg. The bsn sales representative came out to interrogate the battery and notices a malfunction in it. The patient will undergo a revision procedure wherein the ipg will be replaced.